Event description:
It was reported that a radix anker post separated during a procedure. The separated piece could not be retrieved. Multiple unsuccessful attempts were made to obtain further info.

Manufacturer narrative:
While there is no indication that the pt was injured or required intervention, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function. Therefore, this event is reportable per 21 cfr part 803. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.